Manufacturer narrative:
Additional information: one 4 lesion nt2000 rf generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. When the generator was powered on, the system successfully executed the power on self-test and powered on successfully. An error message stating ¿check connector and probe, press ok to continue¿ was observed right after the startup. Further investigation revealed the generator had an abnormal functioning stimulation board. The stimulation board was replaced temporarily with a known good stimulation board to resolve the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The root cause of the reported event was isolated to an abnormal functioning stimulation board.

Event description:
During a rf lumbar procedure, an error was noted and the procedure was cancelled. During the procedure, an orange line was noted on the screen as well as a message was noted stating: "check connector and probe, press ok to continue". Troubleshooting did not resolve the issue and the procedure was cancelled. There were no consequences to the patient.